Event description:
It was reported that the device is leaking during the case. The customer opened a 12mm port and was able to complete the case.

Manufacturer narrative:
Date sent: 11/01/2007. Broken advancer.